Event description:
The snare got broken while removing it out of the pt's mouth. The snare remained in the esophagus but came out stuck to an endoscope.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for eval was one disposable grasping snare. Upon receipt at MFR, the hooped snare had detached from its metal locking crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr of lot #husa0275 showed five other product complaints from this lot number.